Event description:
The ge oec 9800 fluoroscopy system displayed filament regulator failure error codes.

Manufacturer narrative:
A ge oec service representative investigated the issue and performed a complete generator calibration to restore proper function. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would no provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.